Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's mother reported that they were running out of insulin quickly. The customer's blood glucose was 40 mg/dl at the time of incident. The customer's mother declined to troubleshoot. The insulin pump will be returned for analysis.